Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over corrected or did not "take the correct amount of insulin" which resulted in the customer experiencing a fluctuating blood glucose levels that ranged from 55 mg/dl to 360 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.